Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior and yellow particles inner the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side "patient¿s concern with the product" and deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient¿s concern with the product" and deflation. Device remains implanted.